Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/12/2023. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed on the detached silicone insulation. The entire cold jaw was observed in the photograph. No other visual defects were observed. An investigation was conducted on 07/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled off, exposing the metal cold jaw. The detached cold jaw insulation was not returned for evaluation. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000315706 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 silicone broke off one of the jaws of the cautery in the tunnel and was retrieved using the device. Cautery was inserted through cannula per IFU without noticeable resistance. Power setting was set at 3. The procedure was completed using a new kit. No patient harm or added time or incisions

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.